Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon review, it was found that the patient's left ventricular lead exhibited high capture threshold. The lead was capped on (B)(6) 2020. The physician attempted to replace the lead during procedure, but patient anatomy would not allow for adequate lead placement. The patient was stable.